Manufacturer narrative:
(B)(4). Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "system error 7 on patient. There was no harm to the patient. Staff swapped the pump out with another one to continue therapy".